Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the analysis of the lead did not reveal any device condition that would have contributed to the dislodgement. Mechanical and visual analysis found the helix and inner insulation clogged with body fluid/tissue. X-ray analysis revealed that the inner coil was over-torqued from trying to extend the clogged helix. After destructive analysis and cleaning, the helix was found to function normally. The lead exhibited normal electrical characteristics.

Event description:
The lead was explanted when the lead had dislodged twice within one month.